Manufacturer narrative:
Concomitant medical products: 419378, lead, implanted: (B)(6) 2003; 5076-45, lead, implanted: (B)(6) 2003. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a remote monitoring transmission was sent and was reviewed. High thresholds were noted on the right ventricular (rv) lead. The lead remains in use. No patient complications have been reported as a result of this event.